Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in office check. It was noted that the patient's right ventricular (rv) lead had a noise alert. The noise could not be replicated via isometrics. Therefore, the physician elected to continue monitoring the lead. The patient was in stable condition before, during, and after.